Manufacturer narrative:
We are in the process of performing the investigation. A f/u report shall be submitted upon completion of the eval.

Event description:
Physician was using a large curved kelly device for spreading the ribs when the device broke. Pt use not harmed.